Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's buttons was delayed to respond. The customer¿s current blood glucose was 167 mg/dl. Troubleshooting was done for keypad anomaly. Customer reported insulin pump was working fine but buttons delayed to respond about six seconds or sometimes more. Customer was explained that the keypad was responding but could have been other external factors affecting that may seem to respond late. Customer was advised to monitor the behavior and call us if issue persist. The insulin pump will not be returned for analysis.